Event description:
It was reported that, during an arthroscopic procedure, the 'drill' broke during the time of making the femoral tunnel. The procedure was completed with a s+n back up device. A delay of 1h 30min took place and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). Foreign zip code (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopic procedure, the 'drill' broke at the time of making the femoral tunnel. No breakage within the patient was reported, and it was confirmed that there was no injury to the patient. The procedure was completed with a s+n back up device. A delay of 1h 30min took place and no further complications were reported.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received from reporter has confirmed that the alleged device is not a smith+nephew product. As a result, smith+nephew is not responsible for reporting according to 21 c.f.r. Part 803.3. Additionally, reporter confirmed manufacturer was going to be notified of the event. If further details are provided confirming there is a sn product involved in the event, our files will be updated and the event will be reassessed accordingly.